Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a biosense webster, inc. Product analysis lab observed a hemostatic valve separation issue. Initially, it was reported that the dilator would not advance all the way to the sheath. The sheath was replaced with no resolution as the same issue occurred. The sheath was replaced with an agilis. There was no patient consequence reported. Additional information was received on the event. There was no occlusion when irrigating sheath. It was not known if the sheath was either narrowed, partially blocked or completely blocked since the dilator would not advance all the way and resistance noted when inserting the dilator. The resistance with sheath issues were assessed as not MDR reportable. Interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury is remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 19-apr-2022 the hemostatic valve was not found inside the device. The hemostatic valve issue was assessed as MDR reportable for a hemostatic valve separation issue. The awareness date for this reportable lab finding was 19-apr-2022.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 23-mar-2022. The device evaluation was completed on 20-apr-2022. The product was returned to biosense webster for evaluation. Visual inspection of the returned device was performed following bwi procedures. Visual analysis revealed that the hemostatic valve was not found inside the device. The hemostatic valve detachment could be related to the dilator wrongly introduced and it could be a potential cause of obstructing and causing resistance on the dilator insertion; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Manufacturer's reference number: (B)(4).